Manufacturer narrative:
It was reported that, during a thr surgery, one trial femoral head 36 m/+4 broke. Surgery was resumed, without any delay, with a smith and nephew back-up device. The device intended for use in treatment was not returned for investigation. An evaluation of the complained device could therefore not be conducted, and the reported failure mode could not independently be confirmed. The batch number of this device was not communicated and a review of the batch record could not be conducted. A complaint history review was performed. Based on available information, the reported failure mode could not be confirmed. A relationship between the reported event and the device cannot be confirmed. Based on the available information it is not possible to investigate whether the reported device met manufacturing specifications upon release for distribution. Due to insufficient information it is not possible to speculate about factors which could have contributed to the reported event. No probable cause can be determined. The need for corrective action is not indicated. Nevertheless, smith + nephew will continue to monitor this device for similar issues. This complaint will be reopened should additional information or the device be received.

Manufacturer narrative:
Internal reference number: (B)(4).

Event description:
It was reported that, during a thr surgery, one trial femoral head 36 m/+4 broke. Surgery was resumed, without any delay, with a smith and nephew back-up device. No health consequences were reported.

Manufacturer narrative:
H3, h6: it was reported that, during a thr surgery, one trial femoral head 36 m/+4 broke. Surgery was resumed, without any delay, with a smith and nephew back-up device. The device used in treatment was returned for investigation. The reported issue could be confirmed upon visual inspection. One additional complaint was reported for the batch in question in question. However with a batch size of 267 parts, this does not indicate a batch related issue. A review of the batch record revealed no deviations from the standard manufacturing process that could have contributed to the reported issue. The relationship between the reported event and the device was confirmed. There is no indication that the reported device failed to meet manufacturing specifications upon release for distribution. Previous investigations demonstrated that the trial femoral head may disconnect from the stem taper intra-operatively and flaps might break off. In combination with our continuous effort to improve our products, evaluations aimed at optimizing this instrument have been initiated. The performance of the device is nonetheless within the risks, which are anticipated in the risk management documentation of the product, both in occurrence and severity. The continued performance of the device shall be monitored through standard post market surveillance review processes. The reported failure mode of a flap breakage can be confirmed, the root cause is attributed to a insufficient design specification. S+n will continue to monitor these devices for similar issues. The returned device will be discarded.

Manufacturer narrative:
Case-(B)(4).